Event description:
Boston scientific crm received information that this lead exhibited loss of sensing and capture as well as impedance measurements of greater than 2500 ohms. A lead fracture is suspected. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.